Event description:
It was reported that a vns depression patient experienced an increase in suicidal gestures due to unknown reason. Further information from the treating clinician indicated there is a possible relationship between the patient's medication and the increase in suicidal gestures. However, at the moment, it is unknown if the suicidal gestures were above pre-vns baseline and it is also unknown what other factors could have contributed to the increase in suicidal gestures as good faith attempts resulted unsuccessful to date.

Event description:
Additional information was received from the treating clinician in the form of an assessment form. According to the treating clinician, the patient has not shown an increase in suicidal gestures and the gestures have decreased in severity. Good faith attempts to obtain additional information have been unsuccessful to date.